Event description:
A nurse reported that an intraocular lens (iol) was exchanged 17 months following implant surgery due to the patient reporting glare and decreased visual acuity. The surgeon reported the patient was also experiencing dysphotopsia and waxy vision. Two months following the initial implant, pco was noted. A yag laser procedure was performed one month later. Following the exchange, the surgeon reported that the patient was doing well. In a follow up, the surgeon reports the outcome of the event as "poor".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 10/31/2008, 11/03/2008, 11/04/2008 and 11/14/2008. A completed questionnaire was received from the surgeon.